Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device would run even when hand-switch was not activated was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the unit failed function and direction of rotation check as the device was not working, and function with foot pedal check. It was further observed that there was an unknown substance on the electronic control unit (ecu) and motor, and an unknown white substance on the pick-up coupling. It was determined that these failures were due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the electric pen drive device would run even when the handswitch was not activated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.